Event description:
It was reported that the patient experienced urinary retention due to the cuff being too small with an artificial urinary sphincter (aus). The 3.5cm aus cuff was explanted and a new 4.0 aus cuff was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.